Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. There was no button error alarm.

Event description:
The customer reported via phone call of button error on their insulin pump. The customer's meter was giving a high reading. The customer states they could not clear the alarm. Troubleshoot was conducted. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.